Event description:
It was reported that prior to a hand assisted left nephrectomy procedure, the surgeon placed his hand through the retractor portion practicing his technique and the retractor broke. No contact with metal. Another device was used to complete the procedure. There was no pt involvement.

Manufacturer narrative:
Info anticipated, but unavailable at this time.